Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 100mm, 135cm ranger balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for 5 seconds, the balloon ruptured in a pinhole form at the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.